Manufacturer narrative:
The insulin pump was unable to vibrate due to broken vibrator black wire. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump had a vibrator anomaly. The insulin pump usually vibrated at the end of the bolus delivery but it was no longer vibrating. The insulin pump stopped vibrating after the first day of installing a new battery. The insulin pump did not vibrate during the vibrate test. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.